Manufacturer narrative:
Date sent to the FDA: 10/17/2017 surgical intervention. Additional information was requested and the following was obtained: procedure name? C-section, continuous suturing of fascia. Any patient consequences? Suture was re-done. Was the procedure completed successfully? And how? One day postop the suture tore 3 cm before the knot. Suture was re-done under local anaesthesia. Any medical surgical / intervention done post-op? See above. Patient's current condition? Unknown. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section procedure on unknown date and suture was used. One day post-op the suture was found broken 3 cm before the knot. An additional procedure was performed to re-suture the area. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). A used suture piece of product code (B)(4), lot # km8gmhp0 was returned for analysis. During the visual inspection of the suture piece, the ends of the strand was cut. Also, body fluids and a knot could be observed on the suture. The product code (B)(4) contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined. In addition, the sample was tested by knot tensile strength and the result is above the minimum individual strength requirement. The assignable cause could not be determined. An unopened sample of product code (B)(4) lot # km8gmhp0 was returned for analysis. During the visual inspection of the unopened sample, no defects were found on the package. The sample was opened and the swage and attachment area of the needle were as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. The needle/suture combination was tested by knot tensile strength and the results is above the minimum individual strength requirement.